Event description:
One sample of ivenix administration set was returned for evaluation. The following evaluation steps performed 1) visual inspection, 2) installed the kit on ivenix infusion system machine and ran the primary bolus prime and secondary prime, 3) microscopic examination. No defects were observed during visual inspection. The gold foil was as corresponded to the specific code set-0014-20. Primary line infusion passed successfully and was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. Secondary line infusion was performed, and alarm "upstream occlusion" was replicated in the ivenix lvp display. It was not possible to complete the priming process and it did not pass successfully. The secondary line was tested with a set rate of 1000ml/hr and set volume of 10ml and secondary line was connected to a saline solution bag. The secondary line connection was re-inspected under a microscope, revealing an excess of solvent in that specific area, which had migrated to the outside of the connection. The customer complaint is confirmed; the reported occlusion could be caused by an excess of solvent. The batch record fa24i05127 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing. The following current process controls detection 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line.

Event description:
The following has been reported: reported/incident date: (B)(6)2025. Office location: brock, cellular therapy. Blood tubing lot number: fa24i05127. Type of alarm: upstream occlusion. Pump infusing? No. Patient harm? Non-evident. Hard power reset? N/a. Result of power reset? N/a. Reported by: rn. Other notes: received a report from the above cellular therapy nurses, set of blood tubing from lot # fa24i05127 would not allow priming of the secondary portion of the tubing (blood portion) and provided upstream occlusion alert. A new box with a different lot number was available. Issue resolved with this new lot number. They do have sets from this lot set aside in anticipation of an rga. Logs from one of the pumps also pulled. A preliminary review identified the following issue: faulty tubing set, multiple dsps occlusion warning detected. Logs indicate issue was resolved after admin set was replaced. Fresenius kabi submitting as a conservative report due to the user being unable to prime air from the tubing set. An active infusion was stopped. No adverse effects were reported. Additional information is needed to complete the investigation.